Manufacturer narrative:
It is unknown whether or not the device caused the issue; however the device was being used during the time the event occurred. It seems unlikely that a vaginal device would lead to a perineal hematoma since the device is not intended to come into contact with the perianal or anal space. The event required medical intervention. Therefore, we are reporting in compliance with MDR requirements. Risk assessment was determined not to be impacted, but this ae will be trended. This is an isolated event that appears at this time to be an anomaly.

Event description:
Patient went to the emergency room due to experiencing bleeding and pain. She was diagnosed wtih a perineum hematoma, which the physicican contributed to the bleeding that I experienced from wearing the device 2 weeks ago. The patient indicated that she also expereienced a urinary tract infection which occured after the first couple of uses. The last time she used the product was 2 weeks prior to the incident.·